Manufacturer narrative:
Patient age at time of event: 50's. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2016, the patient was treated with implantation of a synergy drug-eluting stent. Two days later, patient had an st-elevation myocardial infarction (stemi). The patient stopped breathing and was given cardiopulmonary resuscitation (CPR) by the patient's significant other. The patient was then sent to the catheterization lab and a stent thrombosis was noted distal to the previously implanted synergy stent. Subsequently, an aspiration device was advanced to aspirate the thrombus and a promus premier stent was deployed, overlapping the distal end of the synergy stent. No further patient complications were reported and the patient remains hospitalized.